Manufacturer narrative:
Device evaluation of electrode belt has been completed. The problem was confirmed. Electrode belt had pins on were bent inside the connector. The root cause of the bent pins was excessive force applied to the connector during mating. The connector was forced in the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.

Event description:
A female pt's daughter called to report that, the pt's monitor was displaying the name of the patient and the battery level, but no other messages. They had disconnected the electrode belt from the monitor to download the device. The pens inside the connector on the electrode belt are now bent. Support sent the pt a replacement belt.